Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set tubing pinched event on (B)(6)-2024. The blood glucose level was 275 mg/dl. No further information available.